Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was only showing the patient name on the tiles and was receiving comm loss in white for all tiles. The software boot looping issue began after he tried restarting the cns. He confirmed the there are no errors messages when failing to load the software. He then fully shut it down and then tried it again, but the cns software continued to boot loop. He then mentioned he thinks there was a code displayed that said "r2." No patient harm was reported.. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was only showing the patient name on the tiles and was receiving comm loss in white for all tiles. The software boot looping issue began after he tried restarting the cns. He confirmed the there are no errors messages when failing to load the software. He then fully shut it down and then tried it again, but the cns software continued to boot loop. He then mentioned he thinks there was a code displayed that said "r2." No patient harm was reported.